Event description:
It was reported that on multiple occasions homecare pt experienced problems with the inner/outer cannula lock and seal functions on two (2), size 8 cfn, cuffless fenestrated tracheostomy tubes. The device usage was unknown but reporter states that they were in use less than eighteen (18) weeks. It was also reported that the inner cannulae are routinely interchanged, cleaned and soaked in full strength h2o2. Reporter was advised that both these practices are contraindicated in the device labeled instructions for use. There was one (1) pt involved with no reported pt compromise. Three 8cfn, devices were returned to the MFR on 6/27/97 and processed to the laboratory for decontamination, analysis and investigation.